Event description:
It was reported that, "diagnosed traumatic loosening of acetabular component. Pt fell in 2009."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned (hospital will not release) to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.